Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that insulation break was observed on the right ventricular (rv) lead. Low pacing impedance and failure to capture were also noted. The lead was explanted and replaced. The patient was stable.